Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Insulin pump received with cracked case display window corner.

Event description:
The customer reported via phone call that the insulin pump had scratched at screen. The customer¿s blood glucose level was 148 mg/dl. Customer also reported damage to the insulin pump. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.